Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of angina and stenosis are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2022, the procedure was performed to treat a chronic total occlusion (cto) from the proximal to distal right coronary artery (rca). The 2.5x48mm xience skypoint stent was implanted in the mid-distal rca and a 3x38mm xience skypoint stent was implanted overlapping in the proximal rca. The procedure was completed successfully and no issues were reported at the 1 month and 1 year follow-ups. On (B)(6) 2024, the patient reported chest pain. Coronary angiogram was performed and 90% in-stent restenosis (isr) was confirmed in the distal rca. The patient was placed on antiplatelet medication and on (B)(6) 2024, revascularization was performed. The isr was treated with a drug-coated balloon and the patient was placed on additional medication. There was no adverse patient sequela. No additional information was provided.